Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Due to intra-operative issues, the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty while trying to insert a screw. The surgeon felt like the screw was not going to the direction where he drilled so he changed the direction several times and tried to insert the screw; however, he couldn't do the final lock. There were two pieces of fragment tips produced. The surgeon thinks that the thread of the screw hole of the plate might be scraped due to force of changing the direction of screw insertion; it is unknown if the fragments were from the screw, the plate or both. The multiple changes of directions might also have cause the screw not to be locked. The surgeon believes the set up of the funnel of the drill was done properly and he drilled by variable angle. There was a ten (10) minute surgical delay. No adverse consequence was reported; the fragment tips did not remain in patient's body. There was no patient harm and the surgery was completed successfully. This report is for an unknown plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.